Event description:
It was reported that during a whipple (pancreaticoduodenectomy) procedure, the device was fired on the gastric body. The doctor felt the force of grasping the trigger was higher at the 1st stroke of the 1st firing. The firing trigger became not to be grasped at the 2nd stroke of the 1st firing. The device was released with the manual knife reverse switch. The staples of the 1st stroke were formed properly. After that, another sc60a loaded with ecr60d was fired without any problems and the case was completed. There were no adverse consequences for the patient. No bleeding occurred. Doctors commented as follows; the target tissue was not so thick. The articulation joint was not bent and the shaft was straight. The target tissue was taken into the jaws properly. Reinforcement product was not used.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The sc60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.